Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with three remaining clip. Visual inspection of the instrument revealed a misloaded clip in the jaws. During functional testing the clips fired with acceptable formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Carrier misalignment was causing the clips to misload. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on artery during an open cephalic duodenopancreatectomy, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case. There was no patient injury.